Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dots alert states that patient has had a revision surgery. Update received (B)(6) 2016. Clinical report was received stating that the patient was revised to address a dislocation. Update received (B)(6) 2016. On (B)(6) 2016 x-ray disc(s) received (x1) rk. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the patient's acetabular component was found to be loose.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Use of any depuy liner within a competitor manufactured acetabular cup, and also with a competitor manufactured femoral head is not recommended and is off-label use. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.